Manufacturer narrative:
Patient demographic unknown. Mnav rep. Tested system and could not duplicate any issues. It appeared the spheres were not properly seated on the posts of the instrument. No impact on patient outcome reported.

Event description:
Medtronic representative called in to report that during a spine case the surgeon would place the passive planar blunt (ppb) probe on the anatomy and then cover up one of the spheres on the passive planar blunt array. When one of the spheres was covered up the cad model of the probe in the synergy spine application moved 5-10mm up from the position it was in when the sphere was not covered. The actual probe had not moved at all. The surgeon said he felt inaccurate during the case because the navigation was "jumpy". However, when they took a post-op spin with the o-arm, all of the screws were placed accurately and when the surgeon put the probe on one of the screws it was accurate. No impact on patient outcome was reported.